Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and migraine ("migraine"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, back pain, vaginal discharge and vaginal infection had resolved and the menorrhagia and migraine outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),apareunia, back pain, menorrhagia (heavy menstrual bleeding), vaginal infection, vaginal discharge and migraine. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : previously reported event "injury" was updated to "pelvic pain", events- "abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, back pain, menorrhagia (heavy menstrual bleeding), vaginal infection, vaginal discharge and migraine "added. Reporter information and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included torticollis, pain ankle, pain and thyroid mass. On (B)(6) 2009, the patient had essure inserted. In (B)(6) of 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping), dyspareunia ("dyspareunia (painful sexual intercourse), vaginal discharge ("vaginal discharge"), vulvovaginal mycotic infection ("yeast infection") and vaginal infection ("vaginal infection"). In (B)(6) of 2010, the patient experienced female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse). (B)(6) of 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding) and vaginal haemorrhage ("abnormal bleeding (vaginal). In (B)(6) of 2015, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"). On an unknown date, the patient experienced back pain ("back pain") and migraine ("migraine"). The patient was treated with surgery (total laparoscopic hysterectomy (full), salpingectomy (bilateral). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, back pain, dyspareunia, vaginal haemorrhage, vaginal discharge, female sexual dysfunction, vulvovaginal mycotic infection and vaginal infection had resolved and the uterine haemorrhage, menorrhagia and migraine outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, migraine, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),apareunia, back pain, menorrhagia (heavy menstrual bleeding), vaginal infection, vaginal discharge and migraine. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: vaginal discharge, migraines, abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet and medical record received. Events: abnormal bleeding (vaginal), abnormal uterine bleeding were newly added. Patient demographic information updated. Other relevant history and lab data updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.